Manufacturer narrative:
No further information was provided for the investigation as the customer was not available for data collection. A general reagent issue is not evident based on the very limited available data. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The investigation is ongoing.

Event description:
The initial reporter received a questionable elecsys vitamin d total gen. 2 result for one patient sample with cobas e 411 immunoassay analyzer. The initial result was >100 ng/ml. On 05-sep-2021, the repeated result was 25.87 ng/ml. The questionable result was not reported outside of the laboratory. The reagent lot number and expiration date were requested but not provided.